Manufacturer narrative:
The devices involved in this event will not be returned for evaluation and remain implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by a clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Device iteration is afx with strata.

Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with the implant of an afx bifurcated stent graft and an afx suprarenal aortic extension. Approximately eight (8) years post initial procedure, a possible type ii endoleak, type iiia endoleak, or type iiib endoleak was identified. Reintervention has not been scheduled. The patient was reported to be stable.

Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good faith efforts to retrieve a reported adverse event/incident related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. An evaluation of the device could not be completed. The device was not returned to endologix for evaluation because it remains implanted. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows that the indeterminate endoleak was found to be a type iiia endoleak of the aortic components. This is moderately consistent with the reported adverse event/incident. Additionally, the clinical assessment determined that there was evidence to reasonably suggest sac growth of 12mm occurred that was not included in the event as reported. The sac growth was discovered during review of the 101 month post implant CT scan. The most likely causation for this event is anatomy related. The neck was off label with length of 12mm and should be greater to or equal to 15mm. The final patient status was reported as being in stable condition. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Device iteration is afx with strata. Corrections: b5: describe event or problem - updated. E1: initial reporter - updated . G3: date received by manufacturer - updated. H6: investigation finding codes: remove code 3233. H6: investigation conclusion codes: remove code 11.

Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with the implant of an afx bifurcated stent graft and an afx suprarenal aortic extension. Approximately eight (8) years post initial procedure, a possible type ii endoleak, type iiia endoleak, or type iiib endoleak was identified. Reintervention has not been scheduled. The patient was reported to be stable. Additional information: clinical assessment shows that the indeterminate endoleak was found to be a type iiia endoleak of the aortic components. Additionally, the clinical assessment determined that there was evidence to reasonably suggest sac growth of 12mm occurred that was not included in the event as reported.